Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customers blood glucose (bg) level was impacted 435 mg/dl. Reportedly, the customer will contact health care provider and use manual injections as alternate insulin therapy.